Event description:
It was reported that the device was producing an error code 5, so the customer retorqued the device and still gave the error 5. The customer opened another device to start the case.

Manufacturer narrative:
The ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.